Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed a cine disk not available error message which would result in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury associated with this event.